Event description:
It was reported that a previous commanded shock was observed for this patient with this right ventricular (rv) lead. The health care professional (hcp) was questioning why. Technical services (ts) reviewed noting someone had performed it with a programmer possibly due to a previous red alert for a shock impedance measurement of 125 ohms. The impedance measurement on the delivered shock was within normal range. No additional information is available. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.